Event description:
It was reported that during a lap ovarian cystectomy the pouch detached from the ring partially. This made it difficult to put the specimen in the pouch. The case was completed with a like device with no patient consquence.